Manufacturer narrative:
This ipg serial number is included in a field advisory. Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2011-01644 and 1627487-2011-01645. The patient (B)(6) received her scs system, including an ipg, two percutaneous leads (from the same lot) and two anchors (from the same lot), on (B)(6) 2010. It was reported that the patient complained of swelling and soreness of her ipg pocket site. The physician decided to explant the patient's scs system due to a possible infection on (B)(6) 2011. The explanted products were discarded by the facility; therefore, they will not be returned to the manufacturer for analysis. One week after the explant procedure, the physician reported that the patient's symptoms were due to a seroma around the ipg site. Attempts to obtain additional information regarding the patient's condition were unsuccessful. No further patient complications were reported.